Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: flow issue. Volume infused 1000 ml while the volume displayed is 400 ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Initial MDR 9610825-2020-"50030" submitted with a typo in the medwatch report number. The medwatch number should be 9610825-2025-"00306". This follow-up is to note that 9610825-2020-50030 was incorrect. New intial MDR submitted for correct medwatch number 9610825-2025-00306 submitted on 28may2025.